Manufacturer narrative:
The investigation found that both levels of qc failed repeatedly on (B)(6) 2021. Only one level of qc was available for (B)(6) 2021 and met the acceptance criteria. The field service engineer (fse) replaced the reagent probe and mixer paddle, and washed the pre-wash line. The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys vitamin d total ii results for 2 patients tested with a cobas 8000 e602 module. It is unknown if the questionable results were reported outside the laboratory. Patient 1¿s initial result on (B)(6) 2021 was 6.33 ng/ml; the first repeat on (B)(6) 2021 was 10.84 ng/ml, the second repeat on (B)(6) 2021 was 12.93 ng/ml. Patient 2¿s initial result on (B)(6) 2021 was 14.81 ng/ml; the first repeat on (B)(6) 2021 was 20.33 ng/ml, the second repeat on (B)(6) 2021 was 24.91ng/ml. The customer believes the second repeated result to be correct. The elecsys vitamin d total ii used was lot 54735301 and had an expiration date of 31-may-2022.

Manufacturer narrative:
Only level 2 qc data was provided from 30-nov-2021 and was acceptable. The sample tubes were inverted 5-6 times; the recommended number of inversions is 8-10 times. The clotting time was 20 minutes; the recommended clotting time is at least 30 minutes. An investigation of the alarm trace found sample short and abnormal sample aspiration. This is consistent with preanalytical issues. Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.